Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned historical event where they have lost 100 pounds since they got the stimulator a year ago and they thought it was an issue where the ins was repositioned again because they have already had to have revisions so they could fix the ins because the ins did a 180 the first time right after surgery. After the implant flipped, patient mentioned having recharging problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.